Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance with a blood glucose of 37 mg/dl. The customer was 202 mg/dl at the time of the call. The customer was treated with food. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. When ems arrived on scene, the customer signed a release and was not admitted to the hospital. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. There were no priming issues identified either. The reservoir contained the same amount of insulin as displayed on the status screen. The customer stated that the device settings contributed to the hypoglycemia; she had programmed the device herself after receiving it a couple days ago. The customer's hypoglycemia had been occurring for the past couple days. The insulin pump will not be returned for analysis.